Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these deformations were caused by over-rotation of the inner coil during the extension or retraction of the fixation helix. Cuttings in the insulation and deformations of the conductor coil were found. Furthermore the is-1 connector pin was found damaged. These damages occurred most likely during surgery. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the explant procedure while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this pacemaker displayed low pacing lead impedance at 180 ohms for the rv lead. Over-sensed noise that resulted in pacing inhibition was also noted but did not lead to greater than two seconds asystole. The patient has been complaining of dizziness. Fluoroscopic evaluation showed no abnormalities. The lead was explanted and replaced. No additional adverse patient effects were reported.